Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was also found to have a broken grip cable at the distal end. The broken cable segment that contains the crimp was missing from the distal end. This failure caused the engagement test failure. The probable root cause of this failure is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved tip stapler 30 instrument did not register. The procedure was completed with no reported injury.